Event description:
Patient undergoing hypothermia therapy and blanketrol was leaking water from hoses. Hose connections were disconnected and reconnected. Hose continued to leak actively at the site where the coupling and hose meet. A new hose was ordered and swapped out for the leaking hose. No further leaking noted from unit after the hose was changed. Patient's temperature has been in the desired range. More water was added to the blanketrol to replace what was lost.